Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a heater wire alarm sounded on the mr850 respiratory humidifier after using the rt100 adult dual heated breathing circuit for a week. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
Method: the complaint rt100 adult dual heated breathing circuit was returned to fph in new zealand for evaluation. The electrical resistance of the inspiratory and the expiratory heaterwires was tested using a calibrated multimeter. Continuity test and visual inspection were also conducted to check the electrical connection between the heaterwires and the heaterwire pins. Results: no physical damage was observed to the returned breathing circuit. The electrical resistance test showed the inspiratory heaterwire was open circuit. Continuity test and visual inspection revealed that the open circuit in the inspiratory heaterwire was located at the connection between the heaterwire and the left heaterwire pin inside the overmoulded plug. The electrical resistance of the expiratory heaterwire was within specification. A lot check revealed no other complaints of this nature for lot number 130928. Conclusion: electrical open circuits in heaterwires can be associated with insufficient connection of the heaterwire pin during production, such that it is unable to provide continuity for the full period of use. All rt100 breathing circuits are electrical resistance and continuity tested during production, and those that fail are rejected. This suggests that the subject inspiratory heaterwire became open circuit after released for distribution, possibly as a result of insufficient connection. (B)(4).